Event description:
It was reported that the cannula did not deploy during activation after the double beeps. Patient reported the pink slide did not move forward as intended and the cannula was not visible when pod was removed, indicating a needle mechanism failure.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
Device was received not deployed. Inspection of the pod download data revealed that first prime finished prematurely, lasting only 23 pulses. The device completed second prime before being deactivated. Rotational sensor malfunctions were observed in the data, which directly contributed to the premature conclusion of first prime. Inspection of the drive mechanism found damage on the commutator cap. The commutator cap damage is confirmed to be the cause of the rotational sensor abnormalities and reported event.